Event description:
Company received a report that another company's pulse oximeter displayed sp02 readings in the 90's when an abg read in the 70's. A max a pulse oximetry sensor was said to be in use at the time of the event. The pt was subsequently intubated and ventilated, and has since recovered and has been discharged to home.